Manufacturer narrative:
A photo was returned showing a tego with a torn seal. Received one (1) used d1000 tego connector for inspection. There were no defects or anomalies noted. The fluid path of the tego was found to be clear when activated by a male luer. The complaint could not be confirmed or replicated on the returned sample. However, the reported complaint of no flow can be confirmed from the photo provided due to the torn seal. The probable cause of the torn seal is due to a variation on tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. D9 - date returned to mfg: 2/3/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego¿ connector where it was reported there were 3 similar incidents on the same batch. It was indicated the valve of the cap is damaged. Unable to connect the patient to the generator due to an arterial pressure alarm of -300mmhg. The lock was removed, and the arterial line was tested with no resistance to removal. When starting the session, an arterial pressure alarm appeared on the screen, and nothing came into the arterial line. The nurse removed the tego connector that had been in place since (B)(6) and replaced it with a new one. No serious consequences for the patient, the user or a third party. There was patient involvement and no patient harm. This report captures the one occurrence on (B)(6) 2024.